Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 1 mg/dl. The cause of low bg level was unknown. The customer became unconscious because of the low bg level and received third party assistance from emergency medical services (ems), who transported the customer to the emergency room (ER) to address bg. The customer did not provide how the ER addressed the low bg level. The customer was discharged from the ER after 5 or 6 hours with the issue resolved. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.